Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown.

Event description:
Has a lot of itching on her left hip [pruritus] , uses the wrap on her shoulder if she has pain [device use issue]. Case narrative: this is a spontaneous report from a contactable consumer (patient). A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at an unknown frequency used on her shoulder if she had pain. The patient medical history and concomitant medications were not reported. The patient was having a lot of itching on her left hip, where she used it a lot on an unspecified date. She also used the wrap on her shoulder if she had pain on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. According to the product quality complaint group: per site: severity of harm: s2. Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Per dchu: severity of harm: s3. Conclusion: a summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient developed itching with product use. Review of complaint description concludes there is no device malfunction. Follow-up (01oct2019): new information received from the product quality complaint group included investigational results, severity of harm: s2. Follow-up (04nov2019): new information received from the product quality complaint group included severity rating s3 and conclusion from dchu. Company clinical evaluation comment: based on the information provided, the event pruritus as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event pruritus as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.